Event description:
"Alleged event I have a chipped incisor that I want to get a filling for. Additionally, when wearing my aligners I have moderate to severe pain in my mollers/rear most teeth. Mainly on my bottom right. I need to know when I get this filling can I get a replacement top retainer for free or what it would cost. I am not completely done with my treatment plan due to not wearing them because of the pain. If there is something we can do there that would be great."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.